Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported failure mode. The instrument was placed on in-house da vinci robot system to perform a latex cut test. The mcs instrument cut clean through 0.006 latex. The blade edges were neither damaged nor dull. Instrument passed recognition, engagement and electrical continuity tests. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. Functional performance test did not find any issues. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were approximately 0.10 - 0.65 in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted dull scissors while using the monopolar curved scissors instrument. No patient harm, adverse outcome or injury was reported.